Event description:
Edwards received notification that a patient with a 7300tfx29mm valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately seven (7) years and seven (7) months due to degeneration leading to high grade stenosis. The patient presented with shortness of breath and decompensated congestive heart failure nyha IV with pulmonary edema. The previous week, the patient was hospitalized due to a cerebral artery stroke. At the time of the reported event there is no appointment for the re-intervention procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including congenital heart disease and coronary artery disease (cad).